Event description:
This complaint has been reviewed for the information the manufacturer received that the device did not meet acceptance criteria of evaluation process for a critical error and will be reported as a product problem. Although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint per the FDA regulations (21 cfr 803) this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. A report will be filed with all applicable regulatory agencies.